Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon knee femoral component; triathlon knee tibial component. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Surgeon removed a primary triathlon to put the antibiotic cement spacer in approximately 4 months ago, due to infection.

Manufacturer narrative:
An event regarding revision due to infection involving an unknown triathlon insert component was reported. The event was confirmed based on clinician review of the case. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: clinician review of the medical records provided concluded that infection is primarily a procedure-related complication with sometimes additional patient-related risk factors, unknown in this patient due to lack of info. A two-stage treatment was required for this severe knee infection requiring a stage-1 removal of devices with temporary antibiotic spacer implantation and reconstruction with triathlon ts devices some 4-months later. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: clinician review of the medical records provided concluded that infection is primarily a procedure-related complication with sometimes additional patient-related risk factors, unknown in this patient due to lack of info. A two-stage treatment was required for this severe knee infection requiring a stage-1 removal of devices with temporary antibiotic spacer implantation and reconstruction with triathlon ts devices some 4-months later. Further information such as product details, operative reports, and pathology report including the strain of infection identified as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon removed a primary triathlon to put the antibiotic cement spacer in approximately 4 months ago, due to infection.